Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose was 53 mg/dl. Customer did take some orange juice and a tiny box of raisins. Customer reported that they having difficulty on placing or locking reservoir on place. Customer decline troubleshoot for low blood glucose. The customer's blood glucose was 70 mg/dl at the time of call. The insulin pump will not be returned for analysis.